Manufacturer narrative:
A visual assessment of the returned sample did not reveal any nonconformity. The reported event was confirmed on the system event log and replicated by the repair shop. The assembly (assy), printed circuit board (pcb), front panel vitreous high brightness illuminator (vhbi), and the connector gaskets as well as the smart pcb gasket were replaced by the repair shop to correct the reported event. The assy, pcb, front panel vhbi underwent functional testing, but the reported event was not replicated. The assy, pcb, front panel vhbi was found to meet specifications. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. The root cause of the reported event is unknown at this time. (B)(4).

Event description:
A customer reported receiving a system message during surgery. The system was switched out and the case was completed with no patient impact.